Manufacturer narrative:
(B)(4).results of investigation: pending results of evaluation report. Device is still being evaluated by authorized 3rd party service center. Additional information will be provided in a follow-up medwatch.

Event description:
The customer reported that the ventilators select button is not functioning properly. There was no report of any patient involvement or harm associated with this complaint.

Manufacturer narrative:
Upon further review, it was determined that this malfunction is not reportable as it will not interrupt ventilation. The ventilator will continue to work as intended, so it is unlikely to result in patient injury or harm if the malfunction were to reoccur.